Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back of pump and starting at the clip rail side going down around the corner left side of the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.